Event description:
Healthcare professional reported right deflation and "leak at port". The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, port leak.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation : delamination of the diaphragm valve assessed as adhesive failure. Additional observations: crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right deflation and "leak at port". The device has been explanted and replaced.